Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, low sensing and oversensing was noted on the right ventricular lead. Diagnostic imaging was performed and lead dislodgment was observed. The lead was explanted and replaced to resolve the issue and the patient was in stable condition following the procedure.